Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Caller had not completed cartridge air removal step, so technical support provided education, guided caller through filling and loading new cartridge, and confirmed that insulin drops were visible and insulin delivery was successfully resumed after cartridge change.